Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the products performing within anticipated rates. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information: device available for evaluation? And device evaluated by MFR?. The delivery device was returned to b+l for evaluation. Visual inspection of the returned device found no damage to the device or anomalies.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to anterior capsule rent that occurred during removal of the inserter. Another lens of different model was implanted successfully and the prognosis was reported as "patient doing well".